Event description:
It was reported that the patient had pocket erosion. The entire implantable cardiac defibrillator system was explanted and replaced with a leadless pacemaker. The condition of the patient was unknown.